Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device stated that hardware failed and system was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 did not open. A field service engineer (fse) reseated rowboard and bus cables. Further the fse found that there were no lights on pyxibus module controller and replaced the controller board to resolve the issue. Then the fse ran hardware test application (hta) diagnostics and tested the drawer. The system functioned as intended after the field service engineer repaired the device.